Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: a single image of celect inferior vc filter during retrieval is provided. The image is a cell phone photograph of the angiography monitor. The image demonstrates a celect filter that is mobilized with loop snare technique and partially sheathed past the hook. All primary legs are identified. Seven of the secondary legs are definitely identified. The left lateral most secondary leg is double density in comparison to the other legs and likely represents two legs superimposed. It is highly likely that all legs are present. The lateral most right secondary leg is projecting nearly horizontal and in accordance with the complaint report represents the leg that perforated and fractured upon removal. In the single anterior posterior projection, the other legs are appropriately positioned and likely all within the inferior vena cava. According to the complaint report, the leg fractured during filter retrieval. It is likely innocuous in its current location, although it could influence on the right kidney or migrate inferiorly. It is difficult to comment on the retrieval techniques or why the perforated secondary leg fractured during filter retrieval. Due to the limited information provided, the reason for perforation is unknown, and so is patient's medical records. Implant period is 24 months. Rpn and lot number are unknown. However, no evidence is found to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: after 24 months, one side arm perforated the ivc wall. When the doctor retrieved the filter, resistance was felt and the side arm broke in the patient. Patient outcome: part of the side arm remained inside the patient. The doctor said it happened and has no worries. The remaining device portion can be visualized on imaging.